Event description:
It was reported that the t:slim x2 pump battery would not charge. The issue did not adversely impact the customer¿s blood glucose level. The customer was instructed to use the original charging supplies and plug the wall adapter into a working outlet for at least 30 minutes. After following these instructions, the pump began charging, and no further assistance was required.